Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown serial# implanted: explanted: product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had a bad time, they had a leak and a bowel movement in their pants. The patient reported they had some soreness in their back and cramping in their abdomen. The patient noted they were doing better. The patient was redirected to their healthcare provider. On (B)(6) 2017 the patient reported they were freaked out as they thought the left wire had pulled out, and it had been itching where the wires went in. The patient reported that they felt the wire was loose and they were worried because the stimulation moved locations as it was felt higher up. The patient changed to the right lead and was advised to stay there for the rest of the evaluation. No further complications were reported.